Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufactured (packaged) by: (B)(4) - manufacturing date: april 16, 2015. A non-conformance report was created for: pin gage does not pass through. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had to use great force to separate the connecting screw from the insertion handle during a procedure on (B)(6) 2016. In order to successfully separate the devices, the surgeon used hammer blows under insertion. The procedure was prolonged by approximately fifteen (15) minutes. It was noted that this issue was experienced by three (3) different physicians on three (3) separate occasions. Therefore, additional complaints have been created to address the other instances: (B)(4). This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (cann connecting scr f/percutan instruments for nails-ex, part number 03.010.404, lot number u217593). The subject device was returned and visually inspected. No damage to this device was observed. Some wear marks and traces of use were observed on the thread of the device. The subject device was returned with the complained insertion handle. The expert tibial nail associated with the complained event was not returned with the subject device. The returned cannulated connecting screw and insertion handle (subject device) of the expert tibial nail system were tested by assembling the insertion handle and an unused expert tibia nail (part number 04.004.440sab) with the connecting screw. No malfunction was detected during the assembly and disassembly. The problem reported in the complaint could therefore not be replicated. No design related root cause has been identified on the returned device. The non-manufacturing product development evaluation is closed as inconclusive. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.